Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 20-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient never had any problems since implant in 2008 except when they crimped the cord and it stopped working. It was noted that it was replaced and they never had any problems after that. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3093-28, lot# , implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
When asked what were the circumstances that led to the cord getting crimped and it stopping working, the patient said they were on a motorcycle and hit a pothole. They added that they were air born about six inches off the seat and then landed very hard. No further patient complications have been reported as a result of this event.